Event description:
A customer contacted beckman coulter, inc. (Bec) to report while running the coulter hmx hematology analyzer with autoloader (al), the instrument generated high vacuum alarms. The customer also reported a fluid leak under the instrument that appeared to be clenz. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. There was no report of contact with mucous membranes or open wounds. The customer stated results were not affected. The field service engineer (fse) was dispatched to evaluate the instrument. The fse smelled a burning odor and found evidence of a leak that had caused electrical damage to the diff module and solenoid bank. There was no fire, arcing, or sparks observed. No one got injured or shocked. The fse replaced the diff module. The instrument was then non-operational and the fse believes the I/o board was also damaged. The board was not replaced per the customer's request and the fse was unable to perform verification or confirm the source of the leak because the instrument was not operational. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).